Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer reported that the reservoir was wet with insulin. The customer's blood glucose level was ranged from 292 to 400 mg/dl. The customer treated with the insulin pump and a manual injection. The customer went through troubleshooting but needed to be sent tubing clamps. The customer received the tubing clamps and the high pressure test passed. Nothing was replaced or returned for analysis.